Event description:
It was reported that a vertebral body spacer would not fit onto the inserter. The instrument was used in surgery. The surgeon was unable to utilize the implant due to the interface issue with the inserter, and allograft implant was used instead.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A functional check showed that the mating part would not attach to inserter. Dimensional analysis showed that the part was out of specification.